Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the device would not open once it was closed. The surgical technician opens and then closes the device, without a reload in place to check the jaws prior to loading. The device was not fired at all. The device was not used on the patient. Same like device used to complete the case. No patient consequences were reported.response received: there is no additional information. The device was never fired on tissue.